Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of three manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of a 26mm sapien 3 ultra resilia implanted by right transfemoral approach. During the procedure, an esheath+ was inserted without resistance, after which the delivery system was advanced and immediate significant resistance was perceived; with difficulty, the system was advanced to approximately the level of the common iliac artery, beyond which further advancement was not possible and retraction could not be performed. Additional force was applied to advance the delivery system, and once it exited the introducer, a valve frame misalignment was observed. To avoid the risk of aortic dissection, the decision was made to implant the valve in the descending thoracic aorta. The delivery system and the esheath+ were then removed. A new complete kit was opened, and a second 26mm sapien 3 ultra resilia valve was successfully implanted in the correct position. During this second attempt, resistance was again perceived when the valve exited the esheath plus. When devices were removed, damage was noted to the distal tip of the esheath+. The patient did not experience any injury and remained stable throughout the procedure. The patient was then was discharged home. Per imagery provided, the 1st esheath+ was observed to have a liner puncture. As per medical opinion, the root cause for the resistance (with both esheath+) was that the esheath did not expand.